Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 440 mg/dl. Customer did not have any symptoms. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 440 mg/dl. Customer current blood glucose level was 436 mg/dl. Customer was ok to troubleshoot. Troubleshoot was performed for high blood glucose level. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. Customer declined to check for leaks or air bubbles. Customer did not check their settings. Pressure test was not performed. Customer declined to check their settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump didn¿t calibrate. Infusion set and reservoir will be returning for analysis. Insulin pump will not be returning for analysis.